Event description:
It was reported by service report that the scale was not reading accurately. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: load cell.